Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the patient is in heart failure and was intubated in the ICU and on inotropes. No signs of hemolysis are present. Thrombus formation and an incorrect angle of the outflow graft, possibly due to the heart remodeling, were reported to be seen on a computed tomography (CT) scan. A decision was made to exchange the pump. During the exchange no sings of thrombus formation were seen; however, it was reported that the pump was "behaving like it is doing some suction against the septum."